Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out of range pace impedance measurement. Subsequent measurements were within normal range. The system remains in service and the plan is to continue to monitor the lead. No adverse patient effects were reported.